Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise, unstable impedance, decreased sensing on the right ventricular lead. Capture threshold test was not possible because the patient felt pain and test was aborted. Chest x-rays revealed that the lead had dislodged. Programming changes were made. The lead was repositioned on (B)(6) 2019. Patient presented on (B)(6) 2019 again and all measurements were stable. Patient was also in stable condition.